Event description:
Reference number (B)(4). Event occurred in the united states. On 05-aug-2024, reported that patient faced infusion set tubing detached from connector. Infusion set has been used for less than a day. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.